Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 40s mg/dl). Temporary basal rate was set and carbohydrates were consumed to address low bg. Contact reported exercise and pump setting needing to be adjusted were cause of low bg. Pump system check was performed with tandem technical support; no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.